Manufacturer narrative:
Visual examination of the delivery system revealed a severe shaft hypotube kink approximately 25cm distal from the strain relief. Distal stent damage was also noted. Some distal stent struts were raised at an angle of 120 degrees with respect to the proximal side of the delivery system. The outer diameter of the widest section of the stent where the damage was present measured approximately 1.44mm. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. This type of damage is consistent with the device encountering some form of restriction. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the type of damage analyzed and the results of the thorough investigation completed, handling damage would be the most probable root cause.

Event description:
Determined to be reportable based on analysis approved in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The lesion was pre-dilated with a 2.75x20mm maverick2 balloon at 6 atmospheres. A 2.75x24mm taxus express2 drug eluting stent was unable to cross the tortuous, mid left anterior descending artery (lad). The procedure was completed with another 2.75x24mm taxus express2. No patient complications or injuries reported. The patient status is listed as normal. Device analysis indicates stent damage.